Event description:
On (B)(6) 2024, the patient underwent a right carpal tunnel revision procedure, which included neurolysis, right cubital tunnel release, and flexor tenosynovectomy. During the procedure, an axoguard ha+ nerve protector was implanted, with the leaflets securely sewn using 6-0 nylon sutures. The surgical closure was finalized with 4-0 monocryl and 4-0 nylon sutures. On (B)(6) 2024, the patient returned with symptoms of swelling, tenderness, warmth, and streaking along the forearm, raising concerns of a potential infection or cellulitis. Consequently, the patient was taken to the operating room for an incision and drainage (I&d) procedure. A significant amount of serous fluid was observed; however, no purulent material was detected, and the axoguard ha+ was explanted. Intraoperative cultures were obtained, but no results have been reported to date. It is important to note that patient has a medical history that includes being a former smoker, along with conditions such as mrsa, prostate cancer, hypertension, hyperlipidemia, hypoparathyroidism, and obstructive sleep apnea. Current medications reported include crestor and nexium. By on (B)(6) 2024, the patient attended a follow-up appointment, where it was noted that symptoms were improving, and nerve-related issues had resolved. Axogen indicated that causality could not be assessed at this time. The findings from the I&d revealed a considerable volume of serous fluid that may suggest a postoperative infection; however, the lack of culture results prevents a definitive conclusion related to potential contributing factors such as surgical technique or patient compliance. Upon reviewing the operative notes, it was indicated that the " axoguard ha+ nerve protector leaflets were sewn with 6-0 nylon," and the closure was performed using 4-0 monocryl and 4-0 nylon. However, insufficient information regarding the securing method of the axoguard ha+ limits the ability to draw a conclusive assessment at this time.

Manufacturer narrative:
On september 19, 2025, the device utilization review (dur) report identified a total of 38 devices from the specified lot that had been implanted. Additionally, a recall report generated on the same date noted that 47 devices from this lot had been invoiced and shipped, with one device currently in returns and two in finished goods. A review of the device history record (DHR) confirmed that the devices were manufactured in accordance with established specifications. It can be concluded that the identified non-conformance's did not contribute to any adverse occurrences. The production lot consisted of 50 devices, and records indicate that all devices released for distribution successfully met both final inspection and sterilization requirements.